Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported receiving a failed battery test alarm on the insulin pump. No damage was found on the compartment or springs. The customer received a weak battery alert while troubleshooting. The customer stated the screen went blank. Her blood glucose was 137 mg/dl. Nothing further was reported.